Manufacturer narrative:
Due to a manufacturing error, there is a potential of the outside diameter of the drill bit being oversized. As a result, there is a potential for the drill to not pass through the applicable drill guide. The investigation has determined that two lots are potentially affected. A field action has not initiated to retrieve the applicable lots.

Event description:
It was reported that the drill bit did not fit through the hole on the guide. Another drill bit was used to complete the surgery.